Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had developed an infection at the pocket site in which caused the patient to experience pain. No further information has been obtained.

Event description:
It was reported that the patient had developed an infection at the pocket site in which caused the patient to experience pain. No further information has been obtained. Additional information was received that the patient underwent a negative pressure wound therapy. The patient was doing well and has now cleared of the infection.